Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent incision and debridement of superficial wound. Left tha approximately 1 month out has redness, drainage, non-healing incision site with pain and area of necrosis. Performed I&d and no evidence of infection noted, fluid aspirated, appearance was normal, sent for culture. Wound closed, no complications noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04962, 0001825034 - 2018 - 04965, 0001825034 - 2018 - 04968.

Event description:
It was reported patient presented one month post-op with increasing pain, redness, and drainage of area of necrotic tissue on left hip wound. Subsequently, patient underwent irrigation and debridement due to non-healing surgical wound. Attempts have been made and additional information on the reported event is unavailable.